Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/12/2009 and 10/13/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional info has been requested.